Event description:
Ventilator expiratory valve malfunction causing patient to have unsafe large tidal volumes. Ventilator changed out at that time. No apparent harm done to the patient. Vitals and parameters stable on new ventilator.